Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, corrosion was found in the device. One error code was also found during device evaluation. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
A dreamstation auto bipap ventilator was returned to a third-party service center for evaluation. During the evaluation of the device at third-party service center, corrosion was found within the device. In addition, connector oxide was identified and no particles were found within the air path.